Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer walked outside and the touchscreen cracked right away without any impact or negligent activity. Customer's blood glucose level was not impacted. The customer stated that the pump is still functioning as intended.